Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with right inguinal hernia thereby underwent robotic assisted repair with implant of 3dmax mid (device 1). Per op notes, ¿a large indirect hernia sac was identified. The hernia sac was reduced. A 3dmax mid (device 1) was placed to cover direct and indirect spaces. The mesh was secured using sutures.¿ (B)(6) 2022 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent open repair with implant of bard soft mesh (device 2). Per op notes, ¿the scar tissue was noted and excised. The hernia sac was noted and dissected free. The prior mesh (device 1) was noted, and it is failed at the internal ring. The hernia sac was resected. A bard soft mesh (device 2) was placed and sutured to pubic tubercle.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, d3, d4 (product catalog no., UDI no,), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." However; no details have been provided. No lot number has been provided. Therefore; a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.